Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating after power outage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating after power outage. A field service engineer (fse) confirmed that the station had been reported offline and followed troubleshooting steps, including changing the network speed, resetting the network adapter, and replacing the network cable, did not resolve the issue. The customer was advised that the problem appeared to require information technology (it) intervention, and their it department began working on it. Later, the device was relocated to cdu2 and connected to a network port, which brought it back online. Connectivity was confirmed by successfully pinging the server with 0% packet loss, and the unit was verified as online in rss and accessible remotely. The pyxis device was confirmed to have no issues, and the site escort agreed to work with hospital it to address the network infrastructure problem.